Manufacturer narrative:
Patient information was requested and no response received.

Event description:
The customer reported that ventilator doesn't see battery or ac power. The customer reported it is unknown that the unit was in use on patient and if there's any patient harm reported.

Manufacturer narrative:
There's confusion between the customer and customer care solution (ccs) on serial numbers. This unit only required a pm and was not seeing an issue to begin with involving the battery or the ac. The device is back in service.

Event description:
Per field service engineer (fse) there was no complaint on this unit. No patient harm was reported.